Manufacturer narrative:
(B)(4). Date sent: 5/23/2025. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2025, d4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what is meant by ¿gaps¿ in the staple line? It was bleeding in multiple areas. Were there malformed or missing staples on the staple line? Yes, both what anatomical structure was the device attempted to be fired upon? Splenic vein does the surgeon believe the anatomical structure fired upon was compressible to 1 mm? Yes. What were the indications for surgery? Pancreas cancer. Please provide a timeline of events. We divided the splenic artery with the stapler (2 loads), used a third load on the splenic vein. We noted bleeding after the staple fired which continued, requiring that we convert from robotic to open. What is the surgeon¿s experience with the pvs device? We use it every day. What is the compressed width and thickness of the vessel? It¿s the splenic vein. Very thin < 1 mm wall, probably 5 mm wide. What is the estimated compressed width of the target vessel? I don¿t know what this means. Did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes. Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes. Were any surgical clips used in the area of the device firing? No. Were there any difficulties with the device or staple formation during the initial procedure? No. How was the post-op bleeding identified? Intraop bleeding. How many days postoperative was the bleeding identified? N/a. What was the total estimated blood loss (ml)? Not a lot because we controlled it an opened. Probably 50 cc. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? The patient got 5000 sq heparin at the start of the operation. Regional tap block. Was there calcification of tissue that impeded clamping or cutting? No it was a vein. Were there any pre-exiting patient conditions? No. During the procedure the stapler was oozing and part of the staple line wasn't converted, they had to open the patient's abdomen but theyre fine. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a distal pancreatectomy procedure, they fired the stapler. It was robotic they went in bedside. The staples deployed but there were gaps. Case was converted to an open. Case was completed by oversewn. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2025. D4: batch # 332d50. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with three reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Although no conclusion could be reach on the cause of the reported event, it should be noted that a careful examination of tissue thickness is imperative before the activation of the stapler. Maintaining the jaws closed for 15 seconds before firing may enhance both compression and the formation of staples. When placing the stapler at the application site, verify that there are no obstructions like clips, stents, or guide wires within the instrument's jaws. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 332d50, and no non-conformances were identified.